Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the subject device was not returned to olympus for investigation. No further information about the device is available should it become available an investigation will be conducted, and a supplement will be submitted. The suggested event is detectable and preventable by handling device in accordance with the following IFU: this instruction manual contains the following information. (Drawing no. Gk6202 revision no.19) ·in rare cases, chips and electrodes may chip or fall off, or incision knives may be deformed or broken depending on the operating conditions, such as when the induction ablation power supply setting is used in solidification mode, when the output setting is high, when the energization time is long, or when the contact length between the tissue and the incision knife is short. Always check the tip for abnormalities during use. If chips and electrodes are found to be chipped or owe, or if the incision knife is broken, stop using it immediately and use a spare high-frequency knife. Using a high-frequency knife with an abnormality may lead to perforation or major bleeding. Removed tips, electrodes, and incisional knives should be collected using grasping forceps. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 - establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd) procedure, the tip of the single use electrosurgical knife fell off inside the patient's body. The tip was not recovered but the device was replaced with another one and the procedure was completed. At the discretion of the attending physician, it was determined that the unrecovered chips were expected to be naturally excreted. There were no reports of patient harm.